Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that primary left tha performed. Subsequently patient experienced deep infection with a duration of 77 days. It was reported it resolved.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Concomitant medical products: medical product:univ 2-hole shl 56mm lnr sz 24 catalog #: 14-103656 lot #: 619240, medical product: epoly 36mm rlc lnr mrom sz 24 ze 24 catalog #: ep-105994 lot #: 882430, medical product: tprlc 133 mp type1 pps so 12.0 catalog #: 51-106120 lot #: 3455265. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that primary left tha performed. Subsequently patient experienced deep infection with a duration of 77 days. It was reported it resolved.